Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6)2025 while reportedly wearing the lifevest. The patient received three appropriate treatments and an inappropriate treatment. The device was started up at 21:42:43 on (B)(6)2025. At 14:29:53 on (B)(6)2025, an arrhythmia was detected. ECG shows sinus rhythm @ 90 bpm with pvc¿s. The rhythm then degraded to vf with CPR/motion artifact. At 14:30:28, the patient received the first appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was asystole with intermittent cardiac activity and CPR/motion artifact. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. At 14:34:13, an arrhythmia was detected. ECG shows vt @ 250 bpm/vf. At 14:34:44, the patient received the second appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was sinus bradycardia @ 30 bpm. At 14:36:59, an arrhythmia was detected. ECG shows vt @ 270 bpm/vf. At 14:37:31, the patient received the third appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was asystole. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. At 14:39:41, the patient received the inappropriate treatment. Nsvt contributed to the false detection. Rhythm at the time of treatment was nsvt. Post shock rhythm was sinus rhythm @ 90 bpm with pac¿s and pvc¿s. The electrode belt was disconnected at 14:40:11 on (B)(6)2024.

Manufacturer narrative:
The electrode belt and monitor have been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction.